Manufacturer narrative:
Device received with cracked lcd window and no button response due to flattened (esc, up and down) button dome switch (no crease) and partial unlocked lcd keypad connector noted during visual inspect. Unable to perform self test and displacement test due to no button response.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown. The customer reported that there was a crack in the front of the screen and customer was not read it really well. Troubleshooting was performed for damage. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan and the insulin pump will need to be replaced. The insulin pump will not be returned for analysis.